Manufacturer narrative:
On 10/30/2014, beckman coulter field service engineer (fse) was dispatched to evaluate the ise (ion selective electrode) system. The fse replaced the following parts: all four electrode cables (sodium, potassium, chloride, and reference), a pinch valve, and the sodium electrode. Ise was primed and calibrated. Field service notes indicate the instrument calibrates and recovers controls within specification. On 11/10/2014, beckman coulter field service engineer (fse) returned to continue service on the ise (ion selective electrode) system following the ise troubleshooting checklist. The fse replaced the j nozzle at this visit when buffer dispense through the nozzle appeared impaired. Ise was primed and calibrated. Performance of a precision run (n=10) and patient sample comparison run with cell2 ise of the au5800 provided acceptable % coefficient of variation (cv) recovery and consistent sample results. Field service notes indicate the instrument calibrates and recovers controls within specification. All associated mdrs: 9612296-2014-00136 and 9612296-2014-00137.

Event description:
The customer reported the au5800 chemistry analyzer on ion selective electrode (ise) cell1 generated falsely low sodium and falsely high chloride results for two dates. Negative results for the calculated anion gap led to review of ise results and the erroneous values for sodium and chloride. Anion gap is a calculation used to assess individual ise analyte integrity and is not diagnostic. This MDR reports the event that occurred (B)(6) 2014; please refer to 9612296-2014-00137 for the event that occurred on (B)(6) 2014. On (B)(6) 2014; three erroneous patient results were obtained. The patient samples were repeated on the au5800 using ise cell2. There were no erroneous results reported out of the laboratory. There was no change to patient treatment associated with this event. Review of customer data shows that ise calibrations passed. Quality control (qc) results were acceptable and within facility generated ranges.